Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with seal issues. The actual device was returned for evaluation. The manufacturing lot number was also provided for review. The distributor indicated that the defects were found during incoming inspection. A review of the sample confirmed the issue from the distributor. Analysis of the finished good lot numbers were reviewed. No non-conformance's were noted during the manufacturing process. Upon evaluation of the sample, the seal was not formed. This type of sealing failure is created during an machine/process interruption. This occurs when the machine is suddenly stopped mid process. During process interruptions, operators are to follow specified work instructions to clear the line and resume production. Therefore a likely root cause for the defect may be attributed to an operator error. The IFU which is received with the product, along with the pouch label, identifies this failure mode with the symbol "do not use if package is damaged". This indicates that the device should not be used if the products sterile barrier system or its packaging is compromised. Additionally, production supervisors and operations were notified of this issue. Based on this information, no further action is required.

Event description:
Aspen surgical received a report from the distributor indicating that a dr fog sponge was discovered with a sealing issue. The item was not in use. No injury/death was reported. Customer reported multiple lots for the same issue. The lot numbers and their respective complaint numbers are as follows: (B)(4), lot 236129. (B)(4), lot 236455. (B)(4), lot 237628.